Event description:
Per the clinic, the patient was prescribed oral antibiotics (type and dosage not reported) due to a healing problem and the abutment was exchanged in the operating room on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.